Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the spermatic vein using a pod packing coil (pod pc). During the procedure, a pod pc would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.